Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site on 07/07/2013. The fse inspected the instrument and replaced split yellow stripe tubing through pinch valve (vl12d) to outlet of waste chamber (vc14), resolving the leak. The fse also performed an incidental services adjusting the low vacuum. Failure mode was attributed to tubing through vl12d. Beckman internal identifier number for this report is (B)(4).

Event description:
The customer reported to beckman coulter (bec) that about 50 ml of blood and diluent leaked from the coulter lh 750 hematology analyzer white blood cell (wbc) bath and onto the counter. The leak was not contained within the instrument. There were no alarms (system alerts) associated with this event. There is an exposure control plan at the facility. The customer was wearing gloves, a laboratory coat, and eye glasses at the time of this event. There was no direct physical contact with the fluid. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. The leak did not affect any patient results nor were any results generated or reported out of the laboratory, therefore patient treatment was not impacted.